Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a broken pinch valve vl53b, causing the reported needle bellows drain and leaking aspiration pump issue. Vl53b was replaced, and the instrument was verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported the needle bellows was not draining and the aspiration pump was leaking fluid on a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and the source appeared to be from the needle bellows with a volume reported to be less than10 ml of diluted blood. The customer stopped using the instrument and service was dispatched. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.